Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, the thumb advancer could not be advanced to completely split the sheath. The device was removed and manual compression was applied to achieve hemostasis. There was no reported clinically significant delay in the procedure. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis; however, it was inadvertently discarded at the manufacturing facility prior to evaluation. During the use of the starclose se device, the user reported that the thumb advancer could not be advanced to complete sheath splitting, resulting in the inability to deploy the clip. This observation may indicate sheath carving or garage block displacement, both of which would lead to the inability to deploy the clip. The causes of these failures could be influenced by, but are not limited to manufacturing, user technique and/or anatomical conditions. Shaft, or flex guide carving is the result of a failure to maintain the alignment of the clip delivery components, the flex guide, vessel locator and clip delivery tubeset, while the thumb advancer is distally deployed. This results in the distal end of the clip delivery tube cutting into the flex-guides outer nylon material, creating a condition where high force is required to further deploy the thumb advancer and/or prevent thumb advancement. Garage tube/block displacement is a condition where the garage tube/block assembly displaces proximally against the pusher tube/block assembly during the deployment of the thumb advancer; thereby, creating a condition where high force is required to further distally deploy the thumb advancer and/or prevent the completion of thumb advancement, resulting in observation of incomplete sheath splitting. A tight tissue tract can influence maintaining the optimal device angle and can cause radial force constriction on the sheath and delivery tubeset causing the user to apply greater force during thumb advancement. The higher force used to advance the thumb advancer could potentially displace the garage block that could prevent thumb advancement and sheath split completion. In addition to visual inspections during manufacturing, a sample of the lot is destructively tested as part of lot release acceptance to assure lot manufacturing quality, which includes functional testing. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there have been no other similar reported experiences.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.